Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected pump error/defect noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 418 mg/dl at the time of the incident and was treated with manual injection. The insulin pump was not delivering insulin and the customer was experiencing high blood glucose. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer reported that they had a backup plan available. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The insulin pump did not pass the high pressure test. The insulin pump will be returned for analysis.